Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead exhibited intermittent noise and oversensing that resulted in inappropriate atrial tachy response (atr) mode switches. Boston scientific technical services (ts) reviewed the episodes and discussed the potential of electromagnetic interference (emi) related to the respiratory rate sensor. The respiratory rate sensor was programmed off and resolved the noise. No adverse patient effects were reported. This product remains implanted and in service.